Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label was missing on packaging as well as leaking out the bottom with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter, translated from (B)(6) to english: in our house a carton bd posiflush was sorted out because the label on the original package was missing. Our customer complained that part of the bd posiflush supplied had a dent at the marking height of 8 ml. With the bd posiflush used, this resulted in the nacl not being injected, "it runs out at the bottom", even the connected k-nect was filled with blood. Our customer complained that the screw cap could not be unscrewed with several bd posiflush.

Manufacturer narrative:
H.6. Investigation summary: the failure of molding: there was no record of non-conformance associated with this batch. Seven out of the eight returned samples were investigated and there was no evidence of a molding defect found. The eighth sample returned was contaminated so it was difficult to visually inspect through the biological hazardous bag. Therefore, based on the samples that were investigated, the complaint cannot be substantiated. The failure of label missing: there was no record of non-conformance associated with this batch. It is possible that the labeler machine may have intermittently jammed and failed to add a label to the carton. This complaint is an isolated incident as this is the first complaint for this issue and there has not been a complaint for this issue since. H3 other text

Event description:
It was reported that the label was missing on packaging as well as leaking out the bottom with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter, translated from german to english: in our house a carton bd posiflush was sorted out because the label on the original package was missing. Our customer complained that part of the bd posiflush supplied had a dent at the marking height of 8 ml. With the bd posiflush used, this resulted in the nacl not being injected, "it runs out at the bottom", even the connected k-nect was filled with blood. Our customer complained that the screw cap could not be unscrewed with several bd posiflush.